Manufacturer narrative:
Root cause: tip / nozzle clogged (ins105). Tip clogged. Insert has no water flow, clogged and cannot test on thermometer. Conclusion code: unexpected failure. Returned qty.1 insert, 80392, 22319-00086970, gf, warranty test method / gp005-wi02 inductance: gauge ID# (B)(6) due: (B)(6) 2024 result: 3.19 meets spec does not meet spec n/a tip condition: - meets spec does not meet spec n/a stack condition meets spec does not meet spec n/a tested on: g130 gage ID# (B)(6) due date: 06/30/2023 set pressure: 35 psi water flow: output rate: 35 psi - meets spec does not meet spec n/a spray pattern: - meets spec does not meet spec n/a water leak: hp sealing ring proximal ring distal ring seam leak n/a vibration: - meets spec does not meet spec n/a grip condition: meets spec does not meet spec n/a other visual observation: insert tip is clogged, no water flow. Insert has no water flow, clogged and cannot test on thermometer. Alleged event: confirmed - not confirmed.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a 25k fsi-sli-10s insert, pkd during use water would not flow out of insert and the insert is heating up. No injury occurred.